Event description:
During preparation for a radiesse vocal fold injection procedure, it was reported that when the package containing the vocal needle was opened, the tip was broken off from the cannula. The injection needle was unable to be used. Since the event occurred outside the pt, there was no pt involvement reported with the device breakage.

Manufacturer narrative:
The eval of the device indicated the needle tip broke off from the cannula at the weld juncture. The cannula was returned very straight and had not been used. It appears there was a possible lack of lateral strength causing the weld to be insufficient. Both the cannula and broken needle tip were present in the package when it was opened prior to the procedure. A review of the device history records indicates that the reported lot 1008185, met all specifications. Upon review of the FDA medical device report decision trees at bioform medical, a decision was made to report this event based on the chance of causing injury if the event were to recur.